Event description:
It was reported that the pulse generator exhibited backup vvi operation. Upon interrogation, an error message displayed informing the user the diagnostics data was invalid and no diagnostics data could be retrieved. The device was reprogrammed. The device remained implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is this report only represents an enhancement to the reporting criteria going forward.